Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery life was less than expected with the lithium battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings. On investigation, the alleged battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box history found low battery warning as a result of normal usage. Caps were not returned and test caps were used in the evaluation. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence was completed without any power issue. The electrical current draws were within specifications. No intermittent conditions or evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, a battery compartment crack was found below the grip pad without any evidence of moisture contamination inside the compartment. The bolus button cover was found to have punctured while the button responded properly.